Event description:
The customer reported that the monitor flickered on and off and would not hold picture. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, all connectors in the ps3 power supply were reseated.